Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected varying right atrial (ra) impedances with some measurements being out-of-range. Troubleshooting performed was unable to recreate any out-of-range measurements. The device was reprogrammed and remains in service. The patient is pacemaker dependent was but asymptomatic.